Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when shuttling down a 5f mynxgrip vascular closure device (vcd) the user went to uncover the sealant and the white advancer tube was not there to compress the sealant. The user deflated the balloon and removed the whole device and held manual pressure for twenty minutes. There is no reported patient injury. The user was trained in mynxgrip. The procedure was a left heart catheterization (lhc). The product will be returned for evaluation.

Manufacturer narrative:
As reported, when shuttling down a 5f mynxgrip vascular closure device (vcd) the user went to uncover the sealant and the white advancer tube was not there to compress the sealant. The user deflated the balloon and removed the whole device and held manual pressure for twenty minutes. There is no reported patient injury. The user was trained in mynxgrip. The procedure was a left heart catheterization (lhc). The product was not returned for analysis. A product history record (phr) review of lot f2225602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported events. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. In addition, the distal tip of the cartridge tube was torn at the side slit. Procedural factors and handling factors may have contributed to the damage noted. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.